Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during the implant procedure high, out of range, pacing lead impedance was noted. The lead was not implanted and replaced. The patient was fine following the procedure.